Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable casing broke at connection exposing wires inside. Cable was removed from use by account. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable casing broke at connection exposing wires inside. Cable was removed from use by account. The hospital did not report any patient effects.